Manufacturer narrative:
Patient weight is estimated.

Event description:
It was reported while in pacu after permanent trial lead implant, the patient lost sensation in their legs. In turn, all devices were explanted to address the issue. Patient was transferred to local emergency room and began to regain feeling in their legs.

Manufacturer narrative:
Lost sensation in legs was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.